Event description:
It was reported that the patient with this pacemaker system experienced a syncopal event. Boston scientific technical services (ts) was consulted and upon review, no arrythmia episodes were stored. Atrial oversensing was observed as well as possible loss of capture (loc). Further evaluation by a cardiologist was recommended. Additional information was received that this lead was explanted. No additional adverse patient effects were reported. This lead has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this pacemaker system experienced a syncopal event. Boston scientific technical services (ts) was consulted and upon review, no arrythmia episodes were stored. Atrial oversensing was observed as well as possible loss of capture (loc). Further evaluation by a cardiologist was recommended. Additional information was received that this lead was explanted. No additional adverse patient effects were reported. This lead has been received for analysis.